Event description:
It was reported that an insertable cardiac monitor (icm) was being prepared for use, when it was noted that it had previously been programmed and planned to be used with a patient but never actually used. The battery of the device was partially drained out of the box as a result of this. The icm was not used, and there was no patient involved.

Manufacturer narrative:
The complaint of the device battery not being full prior to implant was confirmed. Session records showed that device had exited the shipped setting two weeks prior to the attempt of implant, and the status bar is consistent with battery usage after device exiting ship setting along with long shelf life. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.